Manufacturer narrative:
Other: legs.

Event description:
It was reported by service report that the cot would not raise when the button was pushed because the legs of the cot were bent. It is unk if there was pt involvement or if there are adverse consequences to report.